Event description:
It was reported that (1) device was used during a wedge resection. It was reported by the affiliate that the tlc75 instrument staples would not form at all, but cut the tissue. The surgeon put some overstitches to complete the case.